Manufacturer narrative:
E1: establishment name: (B)(6) hospital. The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the endoeye flex 3d deflectable videoscope displayed a scope identification corruption error. The issue was found during a therapeutic laparoscopic procedure. The procedure was completed using a similar device. There were no reports of patient harm. Patient identifier: (B)(6) is related to model number: otv-s300, serial number: (B)(6).

Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the event occurred due to the damage of image sensor unit (disconnection, etc.) Or breakage of the mounting components of the electric board due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.